Manufacturer narrative:
A2: 61 years old. Unknown if this current age or age at time of event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, initial knee implanted in 2012, stated they underwent knee replacement surgery that required a revision due to an infection. Patient mentioned they experienced significant pain and has tried six different replacements. However, they currently only have one leg. This represents the current event for this patient. No further information available.